Manufacturer narrative:
Correction: for initial MFR # 2017865-2026-09040. Correction: section d3 and section g1. The correct manufacturing site should have been sylmar.

Manufacturer narrative:
Please note: a correction was made to section d3 and section g1. The manufacturing site should have been sylmar. The original manufacturer report number MFR # submitted with analysis was 3006705815-2026-02736 - for product 9786611, cd2357-40q. The related reports 2017865-2026-09040, 2017865-2026-09039. This supplemental report is being updated with a duplicate of the original event and analysis. Analysis conclusion: the reported event of unknown death was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The reported event of unknown death was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.